Manufacturer narrative:
This event has been identified as a duplicate of (B)(4). Investigations and conclusions were documented under MFR #0002249697-2015-03078.

Event description:
It was reported that the patient experienced right hip pain around surgical site post right total hip replacement. Update: this event has been identified as a duplicate of (B)(4). Investigations and conclusions were documented under MFR #0002249697-2015-03078.

Manufacturer narrative:
Additional devices listed in this report: cat # 502-11-52e, lot # 43885601, description: trident hemispherical cluster hole shell. Cat # 623-00-32e, lot # 45630401, description: trident 0° x3 insert 32mm ID. Cat # 6260-9-232, lot # 45059203, description: 32mm +4 lfit v40 head. Cat # 2030-6525-1, lot # unknown, description: 6.5 cancellous bone screw 25mm qty: 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the patient experienced right hip pain around surgical site post right total hip replacement.